Event description:
It was reported that during a lap chole procedure, when the clip was applied to the artery and duct the clips would not hold. A new applier was opened to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/06/2009. Information anticipated, but unavailable at this time.